Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient received an alert for atrial lead impedance. It was noted that the atrial lead exhibited low pacing impedance. No programming changes were made. The patient will continue to be monitored.